Event description:
A healthcare provider for a clinical study reported a patient had a urinary tract infection (uti) with hematuria. The patient reported dysuria, urinary frequency, urgency and hematuria. A urine dip (2+protein, 3+blood and 1+ leuks) was done on (B)(6) 2017. The event resulted in an urgent care visit and the patient was given bactrim ds 800-160 mg, 2 a day for 5 days. Diflucan 150 mg, 1 a day for 3 days. The uti was noted to possibly be related to the device or therapy. It was not related to the procedure. The issue resolved without sequelae on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Additional information was received and reviewed and it was determined that the report of the adverse events were not related to the device, therapy, or procedure. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. (B)(4). If information is provided in the future, a supplemental report will be issued.